Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account was not transferring to all stations and unable to grant visitor access. A technical support specialist checked the user in the server and found that both users were not assigned to any role and the concern user role don't have access to grant visitor access. The technical support specialist advised the users to grant the user role access to the area and grant visitor access to resolve. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es nurse account was not transferring to all medstation. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.